Event description:
Medtronic received information from a literature article regarding the use of the melody valve for mitral valve replacement (mvr) compared to mechanical mvr in pediatric patients. All data was retrospectively collected from a single center between 2005 and 2020. Twelve patients who underwent implantation of the medtronic melody transcatheter pulmonary valve in the mitral position were included in the study population. The authors noted the melody valves were modified, surgically implanted, and balloon dilated to the appropriate size. No unique device identifier numbers were provided. In supplemental table 1, the authors described the two deaths that occurred in the melody mvr group. The first patient¿s pre-discharge echocardiogram showed trivial mitral regurgitation, no mitral stenosis, and good biventricular function. The patient died suddenly at home three months after melody implant and no autopsy was performed. The second patient was on extracorporeal membrane oxygenation (ECMO) pre-operatively, never recovered ventricular function, had a biventricular assist device implanted, and then died. The cause of death was pulmonary hemorrhage and disseminated intravascular coagulation secondary to sepsis. There was no evidence to suggest that either valve or their function contributed to the deaths. In the melody mvr group, five patients required mechanical mvr at a median of 1.87 years (range: 0.77 to 3.74) post-implant. Reasons for replacement included: severe mixed disease (two cases); severe mitral regurgitation, mild to moderate mitral stenosis with progressive multi-level left ventricular outflow tract obstruction (lvoto), with a subaortic component related to the outflow struts of the melody valve (two cases); and endocarditis with development of dyspnea, fatigue, fever, leaflet thickening, severe mitral stenosis, and mild to moderate mitral regurgitation, which was treated with antibiotics for one week prior to explant and mechanical mvr (one case). Additional adverse events observed: mild to moderate lvoto (mean gradient 15mmhg) that was revised intra-operatively (one case); lvoto associated with intractable atrial arrhythmias, warranting a repeat melody mvr within a few weeks of the initial implant (one case); bleeding (one case); and clotting (two cases). Of the two clotting events, one patient had clots in a ventricular assist device circuit with disseminated intravascular coagulation and pulmonary hemorrhage (see second patient death details in paragraph above), while the second patient had a possible thrombus on the valve that was resolved with anticoagulant medication (enoxaparin). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: chetan d, et al. Melody mitral valve is a promising alternative to mechanical valve replacement for young children. The annals of thoracic surgery. 2022 dec 5;s0003-4975(22)01498-9. Doi: 10.1016/j.athoracsur.2022.11.019. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.